Event description:
The patient claimed that all buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The following was found with the subject pump after evaluation:the "ok" button is responding intermittently. Removed the keypad and found adhesive under the contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.